Event description:
The customer complained of discrepant inr results for a patient tested on coaguchek xs meter serial number (B)(4), compared to a laboratory using an unknown method. The patient was tested on the meter at 10:30 am with a result of >8.0 inr. About two hours later the result from a laboratory was "4 point something." The patient's therapeutic range was 2.0 - 3.0 inr. The patient has no hematocrit concern, is not on heparin therapy, is not on direct thrombin inhibitors and does not have lupus or apas. The patient has no symptoms of bleeding or bruising. There was no allegation of an adverse event. The patient is taking antibiotics for laceration, not related to the use of the meter or meter results. The antibiotics are causing her to have diarrhea which has limited the amount of salad she normally eats. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.